Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). Visual and functional analysis was performed on the returned device. The reported leak was confirmed to be due to a cracked hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported leak was due to a cracked hub; however, a cause for the crack could not be determined.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the hub of the fox sv draws air. No additional information was provided. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.